Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the device operated according to specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed around the blue area of a vial-mate reconstitution device during reconstitution. The device was attached to a 0.9% sodium chloride solution bag and a vial containing 500mg azithromax (non-baxter product). There was no patient involvement. No additional information is available.